Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it remains implanted in the patient. There did not appear to have been any defect of the device during use. The treatment location, aneurysm size, dual anti-platelet treatment, and source of the bleed were not reported. The event occurred in the patient post procedure and its cause could not be determined from the reported information.

Event description:
Medtronic received report that a patient experienced a bleed and some deficits 15 days after pipeline flex implantation. The patient patient was admitted to the hospital and has since been discharged home. The patient is currently doing well. The customer has not provided any further information.